Event description:
Central venous line placement in progress. Anesthesiologist encountered difficulty in retracting guidewire. Attempt to withdraw guidewire discontinued momentarily. Another md was called stat and another attempt made at withdrawing and was successful at this time. Items sequestered and handed to manager. Degree of complication undetermined at this time but patient asymptomatic of any complication during insertion.mds mentioned having this issue before but had not reported it to anyone.